Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 575 mg/dl at the time of incident. The customer stated that the retainer ring was missing. The customer experienced diabetic ketoacidosis symptoms due to high blood glucose. The insulin pump was not on auto mode at the time of incident. The insulin pump will not be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.